Event description:
It was reported there was a removal of six 2.4 mm locking screws, one 2.7 mm cortex screw and a 2-column distal radius plate. The removal was due to a suspected nickel allergy. The original procedure was performed on an unknown date approximately three months ago. The removal was successfully completed with no patient injury reported. The patient has possession of the plate and the items are not available for return. This report is for an unknown cortex screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cortex screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.